Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had difficulty priming. Customer was not able to help with insulin pump due to being groggy after having surgery. It was also reported that insulin pump received a failed battery test alarm, and battery out limit alarm. Battery was out for greater than duration allowed. Assistance was received. Customer's blood glucose was 400 mg/dl and was treated with insulin via IV. Insulin pump would not be returned.